Event description:
An embolization of a fistula was performed in 2006. Three microplex platinum coils were used. While deploying the third coil, the physician experienced difficulty detaching the coil. He then twisted the delivery pusher in an attempt to detach the coil. This caused the coil to stretch and break. The distal section of the coil remained in the fistula with a portion in the artery. The coil was not removed and there otherwise was no reported patient injury.

Manufacturer narrative:
Distal section (in relation to physician) of delivery pusher was returned to manufacturer with proximal section of coil still attached. Proximal section of delivery pusher was discarded by user and not returned to the manufacturer for evaluation. Detachment controller used to detach coil was discarded by user and not returned to manufacturer for evaluation. Visual and performance testing was conducted on the returned section. No issues were identified with the coil/pusher detachment zone.